Event description:
It was reported that the pt received an acetabular cup, right side and experienced pain on his right leg radiating from his right hip. At the time of this report, revision surgery has not been planned. It is also not known if the pt is being monitored.

Manufacturer narrative:
The device is still implanted and the lot numbers were not provided for the device. Therefore no evaluation of device history records could be performed. The implantation date was not reported. So this will be treated as a case related to the standard durom issue. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).